Manufacturer narrative:
(B)(4). G2: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision procedure 1 year and 4 months post implantation due to an unknown fracture. There is no additional information available at the time of this report.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: g3; h2; h3; h6. Proposed component code: mechanical (g04)- stem. Visual examination of the provided pictures identified the explanted stem, with the head and bipolar still assembled. Some bio-debris is noted to the surface. No further evaluation can be made. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and review of the available records identified the following: left total hip arthroplasty with oblique linear lucency along the medial cortex of the proximal femoral diaphysis suggesting periprosthetic fracture. Associated loosening of the femoral component is likely present. Medical records were not provided in the timeline related to the revision. No complications were noted during the initial. A definitive root cause cannot be determined. This complaint was confirmed based on the mmi review. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.